Manufacturer narrative:
There was no indication of any malfunction of the device.

Event description:
Allegedly, the patient underwent a robotic-assisted laparoscopic hysterectomy procedure and a laparoscopic power morcellator was used. The patient developed metastatic endometrioid carcinoma and ultimately died on (B)(6) 2017.